Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set; further described as ¿the navy blue end with threads came out¿. The patient had to clamp the tubing and cut the cycler line to disconnect. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d3: device manufacturer name: baxter international inc. (Previously submitted as baxter healthcare corporation). H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Leak testing was performed and no leaks were observed. Clear passage testing was performed and no flow was detected. The twisted silicone tubing beneath the main body was observed. The direct cause of the twisted tubing was most likely due to the separation of the two components. Clamp function testing was unable to be performed due to the twisted tubing. The reported separation was verified. The cause of the separation was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.